Event description:
Boston scientific received information that this patient presented after receiving 6 shocks from this device, resulting in therapy exhaustion. Upon investigation, it appeared the rhythm started as atrial fibrillation with rapid ventricular response (rvr), for which anti-tachy pacing was inappropriately delivered. This accelerated the rhythm to what appeared to be normal ventricular tachycardia (vt), for which one appropriate shock was delivered. This converted the vt, however the atrial fibrillation with rapid ventricular response persisted. Five more inappropriate shocks were delivered for this atrial arrhythmia until therapy was exhausted. It was noted the inappropriate therapy was delivered due to undersensing of the atrial fibrillation and an overlap of blanking periods due to the rapid rvr. The device settings were modified electrically to remedy the issue. No adverse patient effects were reported.

Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.